Event description:
It was reported that during trauma surgery - intertan tan hip fracture repair. Targeting is off with guide and drop, therefore screws aren't aligning with nail. There was a delay was under 30 minute however the added time keeps the patient under anesthesia longer than necessary. The procedure was completed using the original device and the surgeon changing their technique- to a freehand approach to target screws. No injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the device shows significant signs of wear/usage. A functional evaluation of the returned device cannot confirm the stated failure mode. The device will require dimensional evaluation. A dimensional evaluation was conducted and confirms per inspection of the returned complaint device(s), the radiolucent drop is 10 years old and exhibits signs of significant wear/usage - the drill guide is 14 years old and exhibits signs of significant wear/usage. Both parts function as intended. Nothing was detected or determined to be a cause of why the devices are no longer targeting screws correctly. With the parts being as old as they are, it is concluded that the wear/usage on the parts have contributed to the issue stated. A medical investigation was conducted and confirms per subsequent email, the requested relevant clinical information is unavailable. Therefore, a thorough investigation cannot be rendered. Based on the limited information provided, the surgeon¿s change in surgical technique - to a freehand approach to target the screws, and the reported delay of under 30 minutes, did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.